Event description:
Baxter puerto rico reported an incident that occurred. A patient diagnosed with end stage renal disease, experienced an unusual event during a regular hemodialysis treatment. During the pre treatment examination, the patient reported to the nurse that early the same day, she had chills, at home. Approximately 30 minutes into the treatment, the patient started complaining of chest pain and developed fever and chills. The patient was dialyzed via catheter. Per the facility protocol, a blood culture was collected, treatment ended, antibiotic therapy initiated and the patient sent to the emergency room. After the patient was discharged from the hospital, she had a subsequent treatment in the dialysis unit with no further clinical consequences. No other information available at this time.

Manufacturer narrative:
It was reported to baxter that three patients presented the same symptoms, fever and chills during use of this particular instrument. It was also reported that after the third incident, the facility's biomedical technician removed the instrument from service and collected a sample for colony count. The sample was sent to independent external laboratory for testing in 07. At about three days later, the results from the testing arrived negative, (colony count for 24 hours, less that 2 cfu/ml). A nurse form the clinic, informed the baxter service technician that the results from the blood culture indicated that this patient had bacteria, which was recurrent. Finally the instrument was placed back into service, after was disinfected according to 1550 instrument service manual. Baxter is monitoring issues like this. If additional information is discovered, a follow up report will be submitted.